Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a spinal fusion at multiple levels where rhbmp-2/acs was used on (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011. It is reported, the patient was a teenager at the time of the first surgery. The patient underwent a fourth surgery on (B)(6) 2011 where rhbmp-2/acs was not used. The patient reportedly sustained unspecified injuries following the implantation of rhbmp-2/acs. No further information was provided.